Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2013, patient was presented with following pre-op diagnosis: spondylolisthesis, congenital, l5-s1, grade 2.. L4-5 degenerative disc disease and retrolisthesis. Patient underwent following procedures: l4-5, l5-s1 posterior lumbar interbody fusion. L4-5, l5-s1 open reduction. L5 gill laminectomy. Pedicle screw instrumentation, expedium, with 6.0 screws at l4 and l5, 7 mm screws at s1. Interbody cage, right, l5-s1, 7x23 mm, parallel. Interbody cage, left, l4-5, 9 mm lordotic. Rhbmp-2/acs, two sponges l5-s1, one sponge l4-5. Cancellous bone chips, allograft. Local bone graft hervest from laminectomy site. Fluoroscopic imaging without radiologist present. Per op-notes: ¿¿after clearing all soft tissue from the endplates at ls-s1, a trial was used and a 7 mm parallel cage proved sufficient. The disc space was evacuated once again and bone chips were placed deep into the cage, followed by placement of a sponge of rhbmp-2 wrapped around bone chips. This was placed deep and toward the center of the disc space as well, followed by placement of a few more bone chips in the center of the disc space. This was then followed by a cage, which was packed loosely with the rhbmp-2/acs. This proved firm and counter sunk by 3 mm. Lateral fluoroscopic imaging confirmed good position of the cage. Compression was then applied gently across l5-s1and attention turned to l4-5, where a similar procedure was done on the left side. This proved sufficient to accept a 9 mm cage, 27 mm long and lordotic. The l5-s1 cage was 23 mm. This was also countersunk and proved firm on x-rays. The disc space at l4-5 was packed densely with bone chips and a small sponge of rhbmp-2 deep. Compression was obtained first on the left at l4-5 and then on the right. Antero-posterior lateral view showed somewhat medial placement of the l4 screw on the left, and this was repositioned twice to make sure it lay well within the vertebral body and was firm. Set screws were again set on the left at l4-5 and s1 and compression obtained across l4-5 and l5-s1 to good effect. Hemostasis was obtained easily. Antero-posterior lateral view showed good positioning of the hardware. Visualization of the l5 nerve roots was obtained bilaterally with no further compressive disease palpated or seen¿.¿ no patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.